Manufacturer narrative:
Correction: section d should have been filled out. H4.

Manufacturer narrative:
Correction made to serial number of the lead. It was changed from (B)(6) to (B)(6).

Event description:
Related manufacturer reference number: 2017865-2022-12258. It was reported that the patient presented for a follow up in clinic, the following day of implant procedure, with a right ventricular (rv) lead that exhibited failure to capture due to lead dislodgement. During the revision procedure, it was noted that the lead was unable to be removed from the device header. The device and lead were explanted. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received, a complete lead was returned in one piece with the helix found extended and clogged with dried blood/tissue. The measured full helix extension length was within specification. The reported event loss of capture was not confirmed. Electrical testing, visual inspection and x-ray assessment of the lead did not find any anomalies.